Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was issued on this patient's remote monitoring system for high, out-of-range shock lead impedance (sli) measurements of 130 ohms. When tested in-clinic, the sli was back in range. Md chose to increase alert limit to 150 ohms and to monitor the patient. This lead remains in service. No adverse patient effects were reported.